Event description:
It was reported that pairing occurred. It was indicated that the patient entered the incorrect transmitter ID, which is misuse of the device. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4). Was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.